Event description:
It was reported that the patient had been lost to follow-up, and presented for device check. Stored alerts for high atrial impedance were observed, however no atrial lead is present. In addition, an episode of ventricular tachycardia was diagnosed as supraventricular tachycardia due to programming. The arrhythmia self-terminated. Programming changes were made. Patient will continue to be monitored.